Event description:
It was reported that after a da vinci-assisted proctectomy completion procedure, the patient required a leg amputation due to an iliac artery thrombosis, suspected to have resulted from a pressure injury caused by a universal surgical manipulator (usm). Prior to the procedure, the patient was appropriately positioned in reverse trendelenburg. The initial phase included the mucous fistula takedown and placement of ports, which took approximately 30 minutes. The system was then positioned beside the operating table and docked to the patient for the robotic component of the procedure, which lasted approximately 3.5 hours. Subsequently, the system was undocked for the perineal dissection. Throughout the procedure, the patient's blood pressure remained stable with no intraoperative complications observed, and the procedure was successfully completed, with a total duration of approximately 5 hours. Initially, there were no immediate postoperative complications. However, within six hours post-surgery, the patient developed altered sensation and motor deficits in the left leg, attributed to a peroneal nerve injury. Multiple clinical reviews by the surgical, anesthesia, orthopedics, and neurology teams confirmed abnormal neurological findings. Spine magnetic resonance imaging (MRI) indicated loss of flow void in the left common iliac artery region, but no evidence of epidural hematoma or cord compression. However, it was noted that an ¿MRI is not an adequate method of assessing the arterial tree, especially as axial t2 sequences are not performed as a block but intermittently centered on the discs.¿ on post-operative day (pod) 4, a computed tomography (CT) angiogram concluded there was occlusion of the ¿left common and external iliac artery with recanalization of the common femoral artery, but no run-off below the popliteal/proximal peroneal artery into the left lower limb/foot. Given the lack of significant atheromatous diseases or stenoses on the previous study this is likely to be an acute thromboembolic phenomenon. Urgent vascular surgical review and consideration of echocardiography advised.¿ consequently, the limb was determined to be irreversibly ischemic. On pod 5, the patient underwent a left leg amputation. On pod 6, an echocardiogram revealed ¿no parasternal short axis window or off-axis apical window,¿ with ¿no source of embolus.¿ it was speculated that the event may have been caused by a retraction pressure injury, potentially due to a usm compressing the artery against the sacrum for an extended period, or from an "off-camera" injury. Other potential contributing factors, such as arterial thrombosis related to inflammatory bowel disease, were also considered, although the surgeon noted that a positioning-related cause was unlikely. The patient is currently undergoing rehabilitation with a prosthetic limb.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated sections: h2, h11. Additional information: a review of the event performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) concluded that the patient in this report had an occlusive thrombotic event to the left leg that resulted in irreversible ischemia. This patient eventually underwent amputation of the extremity 5 days after the initial procedure. How the thrombotic event may have occurred during the procedure is unknown and no specific intraoperative event was observed. Details of patient positioning were not provided. While thrombotic events may occur with any operative procedure, the customer later speculated that either an interaction with a robotic arm or perhaps an off-camera injury may have contributed. However, neither the customer or isi are able to confirm any causal relationship between any isi products and the thrombotic event. Based on the information provided in the summary of events, insufficient information is provided to determine if any isi product or instrument contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2 and h11. Additional information: review of the event history log of available kinematic data does not indicate any specific moment during the procedure where system positioning or an off-camera injury could have contributed to the reported event. No motion-related errors, sudden changes in tool tip location, or excessive system position changes were observed. Review of the kinematic data indicated no significant changes in the system arm positioning through the duration of the procedure that would indicate a potential relationship between the robot arm positioning and any external pressure against the patient. The da vinci x system user manual emphasizes the importance of maintaining adequate clearance between the patient and the patient cart arms, as prolonged exposure may result in serious injury. A review of the event performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) concluded that the patient in this report had a vascular injury to the left leg that resulted in irreversible ischemia. This issue was not fully recognized for several days and the patient eventually underwent amputation of the extremity 5 days after the initial procedure. How this event occurred is not provided although it is speculated that either an interaction with a robotic arm or off camera injury may have contributed. Although a kinematic review of the robot arm positioning data did not show any anomalies, neither the details of how this patient was positioned in relation to the robotic instruments nor how the robot arms may have interacted with the affected left lower extremity is provided. The details of any events which may occurred off camera are not provided. While the exact cause is unknown, lower extremity neurovascular injuries may occur due to patient positioning issues while in lithotomy position. Rapid recognition and correction is required to salvage the limb when these complications are suspected (1-3). Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical product or instrument contributed to this event. Neurovascular lower extremity complications of the lithotomy position. Fowl, richard j. Et al. Annals of vascular surgery, volume 6, issue 4, 357 ¿ 361, 1992. Intraoperative pressure monitoring of the lower leg for preventing compression-related complications associated with the lithotomy position. Kajitani r, minami m, kubo y, iwaihara h, takishita y, isayama m, ohno r, hayashi t, sasaki t, matsumoto y, nagano h, komono a, aisu n, yoshimatsu g, yoshida y, hasegawa s. Surg endosc. 2022 aug;36(8):5873-5881. Beraldo s, dodds sr. Lower limb acute compartment syndrome after colorectal surgery in prolonged lithotomy position. Dis colon rectum. 2006 nov;49(11):1772-80. Doi: 10.1007/s10350-006-0712-1. Pmid: 17036205.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h11. Additional information: the customer reported that it is unclear which universal surgical manipulator (usm) most likely caused the injury; however, indicated that it would have been one of the two left usms.

Event description:
Refer to h11 for follow-up information.